Event description:
It was reported that the rack pushrod on the pump was damaged, which led to difficulties loading cartridges. Reportedly, the customer reverted to an alternate method of insulin therapy. It was also reported that the customer experienced a low blood glucose (bg) level of 49 mg/dl. Cause was not known. Customer consumed glucose tablets to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.